Manufacturer narrative:
Section d5: operator of device corrected section g3: PMA # corrected. There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Section h6: health effect - impact code and medical device problem code corrected manufacturer¿s investigation conclusion: the reported event of the system monitor displaying ¿no data received" was not confirmed. The heartmate system monitor s/n: (B)(6) was not returned for analysis. Per the provided information, when the clinic tried to use the system monitor with a system controller the reported message was displayed. It was stated the patient cable would be inspected at the clinic to identify if it was the cause of the problem, no response was given when asked if the patient cable was the origin of the communication issue. No photos were submitted for review. Multiple attempts were made to obtain additional information, but the customer only stated that there was no patient involvement and did not provide any more data related to the event. The root cause of the reported event could not be conclusively determined through this analysis. The device history record for the system monitor serial number (B)(6) were reviewed. No deviations from manufacturing or qa specifications were shown from the system monitor. The system monitor was shipped to the customer on (B)(6) 2013. Heartmate system monitor instructions for use (rev. E) informs the user to refer any servicing of heartmate lvas equipment to trained service personnel only. Heartmate 3 instructions for use (rev. C) section 4 ¿ ¿system monitor¿ addresses how to properly use the system monitor, and the actions to take if the system monitor is not functioning as intended. This section also states how to view the system controller event history on the system monitor. The heartmate 3 patient handbook (rev. D) and the heartmate 3 instructions for use (rev. C) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system monitor showed no data received on screen when connected to the system controller. Troubleshooting would be performed with the patient cable.